Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the part and lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown nexgen tibial tray, catalog #: unknown, lot #: unknown, unknown nexgen articular surface, catalog #: unknown, lot #: unknown, unknown nexgen patella, catalog #: unknown, lot #: unknown/ report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-01960, 0001822565-2018-01961, 0001822565-2018-01962, 0001822565-2018-01963. Device remains implanted.

Event description:
It was reported that the patient is experiencing inflammation, pain, catching and grinding in the knee. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Upon reassessment of the reported event, it is now known that the event occurred in the us, rather than the (B)(6).